Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented in clinic for a generator upgrade. It was noted that there was noise on the atrial lead for over two years and programming changes were previously made to address sensitivity. There were no plans to revise the lead although the noise continued to occur. The patient was stable.

Event description:
New information received notes that during a generator change the right atrial (ra) lead was capped (B)(6 )2023 and replaced. The patient was stable.